Event description:
The pt was seen in 11/1998 for a regular follow-up exam. At this time oversensing episodes resulting in inappropriate shocks were observed. During this exam, the pt reported to the physician that she had been involved in an automobile accident on 9/10/1998. It was determined that the oversensing episodes began after the pt's accident. In january during a follow-up exam, the physician was unable to reproduce the previous artifacts seen earlier in novemember. As a result, the physician elected to explant the entire system. Upon review of the explanted system, the physician stated that one of the set screws appeared "defective;" however, did not specify the anomaly he observed.